Event description:
It was reported that the screen on a customer's insulin pump was broken, rendering the touchscreen non-functional and unreadable. There was no reported impact to the customer's blood glucose level. The pump was returned for evaluation, and a replacement pump with a new serial number was issued.